Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they had high blood glucose. Customer¿s blood glucose level was 519 mg/dl at the time of the incident. The customer¿s blood glucose level was 248 mg/dl. Customer¿s mother stated that she got a message that said no delivery. Her blood glucose was 515 mg/dl. Customer experienced symptoms like nausea, legs hurt feels like she is going to throw up. Advised the symptoms they had expressed may be indicative of the possible onset of diabetes ketoacidosis. Advised to change entire set, reservoir and insulin and treat per health care provider's instructions. Product will not be returned for analysis.